Event description:
The affiliate stated the customer reported false positive troponin I (access® accutni) results, for two patients, involving the access® accutni assay used in conjunction with the access® 2 immunoassay system. The erroneous results were released out of the laboratory and questioned by the physician. There was no report of patient injury or change in patient treatment associated with this event. Subsequent testing of the patients' samples, on an alternate access® 2 system, generated lower results, within the normal reference range. The patients' samples were centrifuged at 4,200g (relative centrifugal force) for ten minutes, at 16 degrees celsius. The customer indicated quality control (qc) and high sensitivity (hs) system check performed within specifications at the time of the event. In addition, the customer performed a patient correlation study between the two access® 2 systems and results passed within specifications. No sample integrity issues were noted. The instrument was in normal operation.

Manufacturer narrative:
There is no indication that the access® accutni device was returned for evaluation. Service was not dispatched as the customer did not question system performance. In conclusion, a definitive cause of the incident could not be determined with the available information.